Event description:
It was reported that there was lead migration and stimulation in the wrong location. The cause of the event was not determined. As a result, there was a revision. All the leads were explanted and implanted with new ones. Impedance testing, x-rays, and reprogramming were performed. The patient was alive with no injury at the time of this report. The patient and a manufacturing representative met 9 days later. There was a 50% or greater symptom reduction, the patient was doing great, recovered without sequela, and was receiving effective therapy. The device was returned for analysis.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Result code no longer applies. Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via the patient's attorney reported the patient intends to bring a claim against the manufacturer for breach of warranty regarding their spinal cord stimulator.

Manufacturer narrative:
Analysis of leads (l/n va0m1rt033 and va0m1rt034), found no anomaly. There were two inject anchors that were tight on the lead in a typical anchor location.

Manufacturer narrative:
Analysis of the neurostimulator (s/n (B)(4)) found no anomaly.

Event description:
Additional information received from an attorney representing an individual who claims to have suffered unspecified breach of warranty damages due to what is alleged to be a ¿defective stimulator.¿ the attorney further claimed the patient was told the implantable neurostimulator (ins) had a ¿9-year device life,¿ and further claims the ins ¿failed well before the expiration of nine years.¿

Manufacturer narrative:
Product ID 97791, serial# unknown; product type accessory product ID 97791, serial# unknown; product type accessory product ID 97791, serial# unknown; product type accessory product ID 97791, serial# unknown; product type accessory product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.